Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department from the surgery department with an unsigned note that stated, "programming not functioning." No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond. The probable cause was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query of hospira personnel.